Event description:
It was reported that the surgeon had inserted a single piece silicone lens model aa4204vl and the surgeon did not seat the lens properly and the lens dislocated. Further information has been requested, but none forthcoming. If more information is received, a supplemental medwatch report will be sent.

Manufacturer narrative:
.